Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link non-dehp microbore catheter extension set came apart. The issue was further described that "the extension piece had split at the extension where it connects to plastic." The end caps were changed and "heparin locked." There was no report of patient injury or medical intervention associated with this event. No additional information is available.